Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-14, information was received from a manufacturer representative (rep) regarding a patient receiving fentanyl (5000 mcg/m l, unknown dose), clonidine (1000 mcg/ml, unknown dose) and bupivacaine (8 mg/ml, unknown dose) via an implantable pump for spinal pain. The rep reported multiple motor stalls and recoveries with dates ranging from (B)(6) 2018 it was noted the pump was currently stalled. It was unknown if the patient had a recent magnetic resonance imaging (MRI). There were no reported patient symptoms. The rep indicated that it was unknown if they would replace the pump at this time, they would "likely see how she does without it first and then make a decision". The pump was updated to minimum rate and the hcp would write prescriptions for oral medication.